Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch on this device was triggered, indicating a high right atrial (ra) lead pacing lead impedance greater than 2,000 ohms. The patient was brought into the clinic and the pacing impedances were tested in both unipolar and bipolar configurations, which produced values within normal limits. It was reported that the patient was using power tools around the time of the daily measurements. Isometrics were also performed which produced normal impedance values. The clinician planned to continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated that the lead configuration was changed to unipolar sensing and bipolar pacing. Minute ventilation was not turned off due to the lack of pacing provided. The patient planned to be monitored remotely.

Event description:
Additional information received indicated that the lead safety switch (lss) was triggered again. The configuration was programmed from unipolar pacing back to bipolar. Appropriate capture was confirmed. The abnormal impedance value was unable to be recreated with isometrics or pocket manipulations. In a review of the episodes there appeared to be myopotential oversensing in addition to oversensing related to minute ventilation. The duration of the oversensing was approximately 4 seconds, however the patient has an underlying rhythm at 75 beats per minute (bpm). Boston scientific technical services (ts) recommended turning off the sensor related to minute ventilation.

Manufacturer narrative:
Additional information received from the local field representative indicated that the patient went on vacation and has not presented back to the clinic. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Approximately nine months later this patient planned to be brought in for device evaluation. Boston scientific technical services (ts) reviewed a history of device data and indicated that there had been two abrupt increases in the pacing impedance measurements to greater than 2,000 ohms in the last year. There were also non-physiologic signals on the ra channel in a review of the most recent episode.